Event description:
Customer reported that a patient presented to the hospital claiming that the mesh device failed and requested it to be explanted and repaired. The claim of a recurrent hernia made by the patient was not substantiated by a physician or other medical professional. It is unknown if the reported recurrent hernia is associated with the initial hernia repair or if this is a report of a new hernia defect. No medical intervention was reported, however, assuming the validity of a recurrent hernia, medical intervention would most likely be conducted.